Event description:
The customer reported via phone call that they had excessive no delivery alarms. Customer stated they have changed out the infusion sets and reservoirs, but the alarm persisted. The customer stated the alarm would occur during bolus deliveries. The customer's blood glucose was unknown. Troubleshooting found the customer has tried different cannula lengths for their no delivery alarms. Customer stated they have not tried all remedies for the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.